Manufacturer narrative:
Concomitant products: 6f britetip guiding catheter ((B) (4)), dejavu guidewire (floppy, 180cm), indeflator ((B) (4)). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a patient who underwent surgery at t3-l12 had the implants removed due to late infection 49 months post-op. It was reported that of the 14 junctions where a hook or crosslink was connected to a rod, 7 showed no corrosion and 7 showed surface discoloration.

Event description:
When attempting to place a stent in the lesion the balloon of the stent delivery system (sds) ruptured. Since the stent was not adequately attached to the target vessel, the balloon was removed and another balloon (details unknown) was advanced and the stent was fully dilated in the target vessel. The patient¿s gender and age are unknown. The target lesion was right renal artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 80%. Access was made from the brachial artery with 6f britetip guiding catheter ((B) (4)) and the target lesion was crossed with dejavu guidewire (floppy, 180cm). A palmaz genesis stent was delivered and the balloon was inflated. However, the balloon ruptured at 2 atmospheres using an indeflator ((B) (4)). The contrast to saline ratio is unknown. The stent was placed in the intended location but was not adequately attached to the target vessel. Therefore, the balloon was removed from the patient body. Another balloon (details unk) was advanced over the dejavu wire and the stent was fully dilated in the target vessel. The lesion was successfully treated. The procedure was completed without injury to the patient. The patient is in stable condition.

Manufacturer narrative:
During treatment of a 80% stenosis of the right renal artery with moderate calcification and vessel tortuosity when the balloon of the palmaz genesis stent ((B)(4), (B)(4)) was inflated using an indeflator (encore/(B)(4)), the balloon ruptured at 2 atm. Because the stent was not adequately expanded at the target vessel, after removal of the balloon, another balloon (details unknown) was used to fully dilate the stent at the target vessel resulting in full coverage of the lesion and good wall apposition after post dilation. The procedure was completed without any other problems. There was no adverse event, and the patient is in stable condition. Access was made from brachial artery with 6f britetip guiding catheter ((B)(4)) and the target lesion was crossed with dejavu guidewire (floppy, 180cm). There is no information regarding the contrast to saline ratio used to inflate the balloon. A non sterile palmaz genesis on amiia 6.0x18, 142 cm sds was received coiled and inside a bag. The balloon appears as if it was inflated/deflated and it has an axial burst. The stent was not received with the rest of the returned product, and as reported remains implanted. No other anomaly was detected. The balloon was reviewed under microscope and an axial burst of the entire balloon was confirmed. The marker bands do not present any anomaly. An analysis was performed to the balloon and the sample exhibited no evidence of internal or external surface material damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. No failure initiation site could be determined. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst reported by the customer was confirmed; however, the exact cause of the balloon burst could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Based on the available clinical information and the analysis of the device, no conclusion can be made regarding the balloon burst. Neither the product analysis nor the manufacturing records review indicates that the failure experienced by the costumer is related to the manufacturing process. Therefore, no corrective/preventive action will be taken.